Event description:
Procedure type: donor nephrectomy. According to the reporter: when fired, the staple line looked insecure with partial tear in distal artery. There was good quality tissue. Staples possibly closed incorrectly and did not hold. Suturing and clips were applied. The patient was reported as stable. No reinforcement material was used with this device. Surgery time was however extended by more than 30 minutes due to this incident. No adverse event was reported as a result of the delay in surgery.

Manufacturer narrative:
(B)(4).